Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-jan-2026. Therefore, section d9 has been populated. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection of the returned sample revealed no char residues in the tip section. An irrigation test was performed, and no irrigation issues were found. The device was connected to the generator and no impedance issues were found; however, no temperature was displayed due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since no temperature values were correctly displayed, this failure could be related to the temperature issues reported by the customer; therefore, the customer complaint was confirmed. The impedance and char/thrombus issues were not confirmed during the test. The potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31562331l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. Initially, it was indicated that after the procedure, the physician noticed char on the catheter tip. After removing the char, the catheter temperature showed over 1700 celcius. They changed the cable. However, the problem was not resolved. The physician asked for a new catheter. With the initial information available, this event was assessed as non MDR reportable. However, on 14-jul-2025, additional information was received which indicated that although the physician did not consider the amount of char observed caused a potential risk to the patient, the physician considered the amount as excessive and described it as ¿profusely¿. Therefore, the event was re-assessed as MDR reportable with an awareness date of 14-jul-2025. It was also reported that no error messages were received and no issues related to flow on the catheter. The impedance was high, over 190 and the power was 30-35w. The temperature cut off value was not exceeded. The physician maintained the activated clotting time (act) test and act level in normal range. There was no issue. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of the ablation. Heparinized normal saline was used. The color option used prospectively was tag index. No adverse patient consequence was reported. The high temperature and high impedance issues were assessed as not MDR reportable.